Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a stent graft case. Reportedly, when the plunger of the prostyle device was pulled back the suture did not come with it, a cuff miss occurred. Standard recovery was performed: the foot was retracted, the device body was withdrawn, and a guidewire was reinserted for management. However, when the foot was deployed outside the body, it was noted that the lower foot of the device body was missing. Therefore, angiography was performed for confirmation, but the presence of the presumably broken foot could not be identified. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.